Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion and cardiac tamponade could not be determined. A serious injury and an unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 25 mm amplatzer amulet was implanted using a 14 amplatzer amulet delivery sheath for a left atrial appendage occlusion (laao) procedure with no complications. The transseptal puncture was performed at an inferior/posterior location. The patient was in atrial fibrillation (af) at the time of the procedure. Activated clotting time (act) levels were greater than 250 ms, and heparin was administered at a dose, of 10,000 ie. There was no difficulty implanting the device, and no multiple manipulations were reported. Wire position was in the upper pulmonary vein, and there were no multiple wire or delivery sheath exchanges. Protamine or a reversal agent was administered after the procedure. On (B)(6) 2025, it was observed that a circumferential pericardial effusion measuring approximately 1.5 cm was noted around the heart, approximately 9.5 hours after implantation. Cardiac tamponade was confirmed by the physician. The effusion was resolved via pericardiocentesis.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.